Event description:
Boston scientific crm received information that one day post implant with this right atrial (ra) lead, it dislodged. It was successfully repositioned during a revision procedure. To date, no adverse patient effects were reported. The implant/event dates were not available.